Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found one case screw missing, the ventricle output connector broken, the keyboard scratched, the main printed circuit board out of specification and the battery flex corroded. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that the pcb failures seen during repair of the device were caused by diode component failures, which caused inactive current drain failure.

Event description:
It was reported that the external pulse generator had case damage. The generator was returned for service. No patient complications have been reported as a result of this event. The generator subsequently tested out of specification during manufacturer's analysis.